Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the procedure was a common atrioventricular nodal re-entry tachycardia ablation. Steam pop occurred during slow pathway ablation using the thermocool smarttouch sf catheter. The blood pressure decreased gradually. Pericardial effusion was confirmed. Timing was 4 hours after the catheter started using; during slow pathway ablation. The catheter ablation procedure was terminated, and pericardial drainage was performed. Event was a cardiac tamponade. Contact force monitoring methods; real time graph, dashboard. Coloring settings for visitag is tag index. Additional information was received. It was discovered during use of biosense webster products. Pericardial drainage was performed. Thermocool smarttouch sf catheter was used. Tag index was used. Prior to noting the cardiac tamponade, ablation was performed. There was evidence of steam pop. The event occurred during the ablation phase. The adverse event was assessed as MDR reportable. Since the event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious. The steam pop issue was assessed as non MDR reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30991743l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 29-may-2023. Visitag module was used and parameters for stability were stability range of 3mm, stability time of 6s, force over time of 25%, and tag size2. Additional filter used with the visitag of respiration setting of on. Transseptal puncture was performed with (B)(4). Irrigated catheter was used in the event and the flow setting was pre of 1sec and post of 5sec. The outcome of the adverse event was improved. The generator used was the smartablate generator. Therefore, updated the "d10. Concomitant medical products and therapy dates" field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).